Manufacturer narrative:
Customer indicated that patient sample was orange color. Customer has been informed on proper sample technique. Customer is being provided with updated software (v2.40).

Event description:
Customer reported that a multistix 10sg dipstick read erroneously as a multistix pro 10lb dipstick on the instrument. There was no report of injury for this event.